Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges when he tried to get out of bed, he went to hold onto the armrest of the chair. The armrest allegedly broke, allegedly causing the consumer to get stuck between the chair and the bed.